Manufacturer narrative:
H.6. Investigation: bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. DHR could not be performed due to unknown lot#. The investigation did not find a root cause for the false positive results that were observed. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA) is already initiated ((B)(4)) to investigate the root cause and some mitigation actions are already being addressed h3 other text : see h.10.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Repeat testing performed using pcr test method and the result was negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The patient was moved to the covid ward of the facility. Eua # (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Repeat testing performed using pcr test method and the result was negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The patient was moved to the covid ward of the facility. Eua # (B)(4).